Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2011, pt experienced blood glucose of 554 mg/dl. She changed the accessories and delivered insulin through the infusion device, but this was not successful. The lowest blood glucose that pt had was 250 mg/dl, and normal blood glucose is 120-160 mg/dl. On (B)(6) 2011, blood glucose was still elevated despite delivering insulin through the infusion device. Pt drove to the hospital at 11:00 p.m., and she received stationary treatment from (B)(6) 2011. On (B)(6) 2011, pt met with her diabetic specialist. He checked the infusion device and found many boluses that the pt did not remember delivering. Pt tested positive for ketones, and she also had the flu. She did not start any new medications. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for eval. Add'l info was not provided.